Event description:
Report received from the USA regarding a motor device in which, during pre-testing, it was observed that the device "overheated". There was no patient involvement. No injuries or medical intervention were reported. No delays in surgery were reported as an identical spare device was available. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).